Event description:
It was reported during the implant attempt that the patient's right ventricular (rv) lead could not achieve acceptable sensing following multiple placements. The rv lead was removed and replaced. It was also reported the replacement lead had low sensing values but remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).